Manufacturer narrative:
Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
A patient underwent gynecological repair surgery on (B)(6) 2009, during which a transvaginal tape (tvt) was implanted. The patient subsequently experienced stress urinary incontinence (sui) and prolapse. No additional information was provided.